Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center to report an increased intra-peritoneal volume (iipv) event with the homechoice (hc) machine during drain cycle 4 of 4. The patient's largest prescribed fill volume was 2000ml. Per the home patient (hp) she manually drained 4800ml. The technical service representative (tsr) explained that part of what was drained was solution left during therapy and the last fill of 2000ml. The tsr arranged to have the hc swapped. The tsr explained the last manual drain option and advised to increase the initial drain alarm. According to the nurse the patient may have bypassed a low drain volume alarm, however, there were no bypasses in the therapy log. The patient received a new cycler and has resumed therapy successfully. According to the hp she bypassed and pressed stop / go in order to resolve low drain volume alarms. There was no patient injury or medical intervention associated with this event.